Event description:
An endurant ii stent graft system was implanted for the emergent treatment of a ruptured abdominal aortic aneurysm. It was reported that the patient came in emergently with a ruptured aaa. There was exclusion of the aneurysm and blood loss control. The physician intended to extend the bifurcate iliac but the patient arrested and eventually expired before that was done. The bifurcate and contra-iliac were successfully implanted with good initial angiographic result. The patient had a decrease in blood pressure during the procedure and expired due to heart failure. The patient expired before completion of the implant. No additional clinical sequelae were reported.

Manufacturer narrative:
(B)(4). Conclusion: pre-operative rupture.